Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address cup loosening/spin-out. Update: (B)(6) 2011 - operative report received indicating that the stem was loose. Additionally it was reported that the patient had a slight elevation of inflammatory markers. Reported dor: (B)(6) 2011 complaint reopened to add product. Update: (B)(6) 2012 litigation papers allege the patient suffered pain, decreased range of motion, loss of enjoyment of life, and elevated blood levels of cobalt and chromium. There was no additional information received that would impact the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for femoral stem. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address cup loosening/spin-out. Operative report received indicating that the stem was loose. Additionally it was reported that the pt had a slight elevation of inflammatory markers.